Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported receiving a drain complication encountered message on the cycler. The patient contact stated that the message occurred a few times and that the patient is empty. The contact stated that the patient is at the hospital for a procedure, using a hospital cycler, and was told to make sure he was empty. Upon follow up with the patient's nurse, it was stated that the patient was hospitalized for chest pains and to receive a heart catheterization and an echocardiogram. The nurse confirmed that the cardiac issues dated back to 2016. There was no change in the patient's dialysis treatment during hospitalization

Event description:
A peritoneal dialysis patient's contact reported receiving a drain complication encountered message on the cycler. The patient contact stated that the message occurred a few times and that the patient is empty. The contact stated that the patient is at the hospital for a procedure, using a hospital cycler, and was told to make sure he was empty. Upon follow up with the patient's nurse, it was stated that the patient was hospitalized for chest pains and to receive a heart catheterization and an echocardiogram. The nurse confirmed that the cardiac issues dated back to 2016. There was no change in the patient's dialysis treatment during hospitalization

Manufacturer narrative:
Device: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical: the file has been assessed for the necessity of the performance of a clinical investigation. On 2/feb/2018, the point of contact (poc) for this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called customer service to report drain complications. The poc stated the patient was hospitalized (dates unknown), and was utilizing a hospital cycler for pd therapy. The poc had been instructed to make sure the patient was empty prior to the initiation of pd therapy. The poc assured the customer service representative the patient was empty, at which point the poc was given instructions how to advance the treatment to the fill phase. No further assistance was required. There is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no evidence of a machine malfunction or the machine not performing as expected. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.